Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call of customer's high blood glucose levels. The nurse states the customer's blood glucose level was 430mg/dl. The nurse states the customer's levels were running high and their settings had been changed. The customer treated the highs with bolus. The customer declined to troubleshoot for the highs.